Event description:
Report received of an under-delivery of chemotherapy. The pt was to receive 5fu 250ml daily for 4 days. The customer contact reported that on the fourth day, the pt was behind by approx 350ml. When the last infusion was due to be completed, there was still 350ml left to infuse. The event occurred on an unspecified date at the end of november. The infusion rate for the pump was reported to be between 18 and 25ml/hr. There was no reported adverse event with the pt. The infusion was completed and no medical interventions were required. Though requested, there was no further info available.